Manufacturer narrative:
The pump was returned and evaluated by product analysis on 09/2 6/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed frequent low battery warnings. During a visual inspection of the pump, corrosion was found in the battery compartment due to moisture ingress, and the battery compartment was cracked. A leak test was performed and failed, indicating a leak at the cracking in the battery compartment. During testing, the electrical current draws measured within specifications. The pump case was removed and no further evidence of moisture ingress was found. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump battery life was short, and that moisture was present in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the battery life alarm.